Event description:
Pt admitted for elective surgery of a cervical five-cervical six discectomy and disc replacement. Prior to the placement of the prodisc-c cervical implant, the milling bit tip broke (approx 16mm in length). Lateral x-rays were normal, anterior-posterior (ap) x-rays (c-arm) revealed metallic milling bit piece inferior of the cervical 6 vertebrae midline. The cervical cage implant was removed and surgeon retrieved the milling bit piece. The procedure was then converted to a cervical 5-cervical six fusion. A dural tear was noted during surgery but it is unk if the broken milling bit had caused the tear. Surgeon repaired the tear. FDA safety report ID# (B)(4).